Event description:
The facility representative reported a colleague infusion pump with the reported condition of channel b constant downstream occlusion. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Event description:
Customer's husband reported customer received an e-3 message from their freestyle lite meter. Customer's husband also reported customer experienced symptoms of blurred vision, lightheadedness, dizziness, double vision, legs and hips pain and loss of consciousness. Customer's husband further reported customer took her oral diabetes medications and had food and water to counteract her symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's products were returned and investigated. The memory overwrite malfunction was not confirmed. No new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.